Event description:
It was reported that the pump malfunctioned, alarming 'no disposable, clamp tubing'. No patient injury was reported.

Manufacturer narrative:
No additional information was received. Initial reporter also sent report to FDA?: yes, medwatch mw5107787. No product sample was received; therefore, visual and functional testing could not be performed and root cause could not be determined. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.